Event description:
Journal article reports catheter migration 2 weeks post-implant. Two weeks post-implant, the patient experienced a decrease in spasm control. Testing identified that the catheter had migrated into the epidural space. The catheter was re-implanted and the patient recovered uneventfully. See attached article.

Manufacturer narrative:
A copy of the article has been attached.